Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. The 90% stenosed lesion being treated was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. The physician attempted to place a taxus liberte stent. During the procedure, the physician was unable to cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported. Patient's condition is reported as 'stable". However, the returned product analysis of the 2.25x16mm taxus liberte stent revealed distal stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The distal stent struts on rows 1 and 2 were raised. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).